Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 4.1 inr. The customer was tested at the laboratory "a few hours" later and the result was 3.1 inr. The customer's warfarin dosage was changed based on the meter and the laboratory results from 3.5 mg every day to 3.5 mg and 3.0 mg every other day. The customer's therapeutic range is 2. 0 - 3.0 inr. No adverse event occurred. The customer is in "normal" condition. The meter and test strips were requested for investigation. The customer had started a steroid routine for polymyalgia rheumatic on (B)(6) 2018. The customer had no health issues related to the device. The customer had some bruising at the time of some high inr results. The customer has no hct issues. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have anti-phospholipid antibodies. The customer has had no diet changes. The meter and 1 test strip were returned. The returned test strip and retention test strips were measured with the returned meter and a retention meter with liquid qc of a high level in comparison to master lot #28632180 with two human blood samples from marcumar donors on internal reference meter. Customer strip: qc 1: 2.5 inr. Master lot: qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Retention test strips (lot 294942) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.